Event description:
Per the clinic, the patient experienced loss of connection to the internal device, the issue could not be resolved. The implanted device remains.there are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.correction: the explantation date is (B)(6) 2013; not (B)(6) 2013, as previously reported.this report is filed november 29, 2013. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed may 28, 2014.